Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Device not returned.

Event description:
It was reported that the pump won't turn on. Customer¿s blood glucose level was 387-388 mg/dl. During troubleshooting, customer acknowledged pump shut down due to not charging the pump battery. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
This event does not meet MDR requirements as defined by 21 cfr 803.